Event description:
"Fmc" canada reported a blood leak from the header at the initiation of the treatment. Est. Blood loss 100cc. The pt was retransfused. No medical intervention. No pt ill effect. Sample was discarded by the user.